Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited oversensing noise that resulted in pacing inhibition, which was stored as non-sustained right ventricular oversensing (nsrvo) episodes. Noise was present during isometric testing. Programming changes were made, and the noise was no longer present during repeat isometric testing. There were no patient consequences.